Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited far r-wave oversensing. Programming changes were made. There were no patient consequences.